Event description:
Noise was noted on this patient's atrial lead via home monitoring. During a revision procedure, the atrial lead was found to be loose in the proximal set screws of this device. The lead was reattached and the set screws ratcheted down and checked for tightness. Following the procedure, noise was no longer present on the atrial lead. All reports indicate that this device remains implanted. Should additional information become available, this event will be updated.